Manufacturer narrative:
Sample is available but not yet returned. Should the sample be returned /evaluated or additional information becomes available, a follow up medwatch will be submitted.complaint no: (B)(4).

Event description:
Customer sent in report via e-mail on (B)(6), 2010 of tubing that was leaking out of the side port. This incident occurred at an unknown date. The nurse attached the baxter high flow rate extension set, product code 2n3349, with an unknown lot number to the blue port of the hospira IV plumset. An unknown medication was infusing into the central venous line when the nurse noticed the patient's blood backing up into the tubing and fluid started to leak out of the side port. After stopping the infusion and looking at it closely, the tip of the high flow rate extension set was cracked and the tip had broken off into the blue side port of the hospira IV tubing. All connections were secure when this infusion began. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. An actual sample is available. No additional information was provided.